Event description:
It was reported to our country mgr in spain that there was a vns pt with high impedance on their normal mode and systems diagnostic testing. X-rays were received for review at the MFR. No sharp angles or discontinuities were noted although the quality of the x-rays was not clear. There was some lead behind the generator and it was noted that the pin was fully inserted inside the connector block. It was additionally reported that it was possible that their generator had migrated. Surgery will be planned. At this time good faith attempts are underway and thus far no further info has been attained.

Manufacturer narrative:
Method: MFR review of x-rays of implanted device. Results: x-rays reviewed by the MFR, no gross lead discontinuities visualized. Conclusions: device malfunction suspected but did not cause or contribute to a pt death.